Event description:
Boston scientific received information that the patient was hospitalized for an event not related to this pacemaker. During the hospital stay, an interrogation of this pacemaker revealed a battery status of end of life (eol). However, at the patient¿s previous device follow-up appointment, approximately nine months prior, a remaining longevity of 2.0 years was reported. There was expressed concern regarding the rate of battery depletion and surgical intervention was performed to replace the device. The device no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Available information suggests that the device is not available for return or analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.